Event description:
The patient complained of nausea during ablation for mitral isthmus. She felt nausea frequently after that. Echocardiography was utilized and pericardial effusion was diagnosed. The procedure was then completed. Drainage was not performed. The patient is presently monitored and followed up.

Manufacturer narrative:
Upon follow-up with the facility, some additional information was received. According to the physician, the pericardial effusion was mild that did not require any intervention. The patient was hospitalized for a few days and was stable as of (B)(6) 2010. The prognosis for the patient is satisfactory and the event may be device related. No additional detail about the patient's condition is available. (B)(4). The catheter passed visual test, electrical test, temperature bath test, generator test and patency/flow test. Complaint cannot be confirmed. Management is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore, no CAPA is requested at this time.